Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test. No delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms. The blood glucose value was 202 mg/dl. Troubleshooting was able to resolve the issue. The customer then stated that she had received 10 no delivery alarms the day of the call and several over time; she had tried different remedies such as changing the site location and infusion set time and the alarms recur. The device was returned for analysis.